Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead high pacing thresholds were noted. Therefore, the lead was repositioned multiple times, subsequently there were helix extension and retraction difficulties. No adverse patient effects were reported. This lead has not been returned.